Manufacturer narrative:
The device was returned for evaluation; the hose and power cord were not returned with the device. During visual inspection, it was observed that the device was in used condition with evidence of blood and other contaminants. The filter was found to be slightly dirty; however, its condition was deemed acceptable and it was used during functional testing. During functional testing, the device performed its self-test with no issues observed. The device was set to each of its three different temperature settings; all temperatures were found to be within specification. The warming device was then forced into over temperature at each temperature setting. During all three forced overheating simulations, the alarm sounded and the warming device shut off within temperature specifications. Additionally, the device passed 100% and 75% occlusion test. The device was found to operate within specification and the reported problem could not be duplicated. As the returned device operated in specification, no evidence was found to suggest the reported event was related to an intrinsic product fault.

Event description:
Customer reported that the device overheated and the patient sustained "superficial burns" to left pectoral area and thigh area. Additional information received from customer. The reported incident occurred while the patient was on the operating table. According to the reporter, the patient's temperature was not being monitored. The reporter stated that the device was in patient use for approximately one hour before the reported event was observed; no objects were lying on top or underneath the warming blanket during use. According to the reporter, the superficial burns were treated topically with biafine; no additional treatment provided. No permanent adverse effect to the patient reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the device was in use with patient (time in use not reported). According to reporter, the warmer's output temperature reached 56 degrees celsius (the device's highest output temperature is set to 44 degrees celsius). According to reporter, the patient sustained "superficial burns" to left pectoral area and thigh area. Smiths medical has requested patient treatment information. No permanent adverse effects reported.